Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 100 units during the load process. Also, it was noted that no drips were seen at the end of the tubing during fill tubing. The customer's blood glucose level was 213 mg/dl and it was addressed with a manual injection. The customer was able to load a new cartridge and successfully fill tubing. Reportedly, the customer stated that they "may have over plunged the needles into the cartridge and had air the syringes".